Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced a loss of therapy. The patient stated that the ins depleted and turned off 48 hours after implant. This was confirmed by the patient's health care professional (hcp) the friday after implant and the patient informed the manufacture representative the same day. The hcp lowered the settings from 4.5 to 2.5 and the patient's therapy continued working fine. The patient was charging about every day and a half, not to 100%. One week after adjusting settings the patient reported that it felt like therapy had stopped working. The patient checked the ins status and saw the stim 'on' icon each time except for one time. The importance of pushing the sync button only and not accidentally pressing the 'off' button was reviewed. The patient then increased stim to 4.5, then to 5 and began feeling pain relief. On the day of the report that patient increased to above 5 and started feeling much better. The patient was advised to follow-up with their hcp regarding the loss of stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.